Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The delivery system was visually examined, and the following was observed: balloon burst longitudinally. Dimensional testing was performed by measuring balloon single wall thickness along the edges of the burst location, and all measurements met specification. Due to the nature of the event, functional testing was unable to be performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The delivery system balloon burst was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as per the patient's medical history indicated moderate to severe degree of annular calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from denmark by our edwards lifesciences affiliate, a commander delivery balloon burst occurred during implant of a 26mm sapien 3 ultra valve in the aortic position. Shockwave was used on the femoral arteries to gain access. The commander delivery system was inserted smoothly. During valve deployment when the delivery system balloon reached max expansion and the valve was fully deployed, the balloon lost pressure. The result of the procedure was good, and there was no patient injury. When observing the device on the table after removal from the patient no rupture was seen, but when flushing it was obvious that there was a hole. The perceived root cause of the event was the moderate-to-severe calcification at the annulus. The device was returned to edwards lifesciences for evaluation, and the following was observed during pre-decontamination evaluation: balloon burst longitudinally all along inflation balloon area.